Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memortgel 375cc gel on the left, and unknown gel on the right, breast implants which the left side ruptured after implantation. Patient stated she experienced left arm pain, and left breast rupture. The MRI examination indicated that the left implant ruptured and is in lymph node per doctors confirmation. Also patient has 3 mm benign cyst, swelling, pain on the left axillary area, benign mass on the right side, patient has noted hair lost. As a result patient underwent bilateral removal non (B)(6) 2019. This report is for the right side.